Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that after delivery of a light adjustable lens (lal, sn (B)(6), +21.0d) into the patient's eye during cataract surgery on (B)(6) 2025, it was noted that the trailing haptic had disinserted. On (B)(6) 2025, an additional procedure was performed to explant the lal.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the investigation. Updates to sections h3 and h6. The explanted lal was returned to rxsight. A visual inspection was performed and no anomalies were noted.